Manufacturer narrative:
(B)(4). Event date: (B)(6) 2015.

Manufacturer narrative:
(B)(4) information is unavailable; device was not returned for evaluation. Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Who fired the device and what is his/her experience? Where within the green range was the device fired? Was there any audible or tactile feedback? If so, please describe. Did you experience any staple formation issues in the primary procedure? If so, please describe the appearance of the staples. Were the donuts and washer inspected? If so, please describe. How was the leak diagnosed? Was a leak test performed? If so, what were the results? Did the patient receive any radiation or chemotherapy prior to the procedure? Was the patient taken back to surgery for two separate bleeds or one? What is the current patient status?

Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, the patient underwent the procedure. Immediately after surgery the patient started pooping blood in the pacu. The patient was taken back by the surgeon to the operating room for a colposcopy. Clips were applied through the working channel of the colonoscope. After surgery the patient was brought back for bleeding from the distal anastomosis completed by the device. After patient was brought back to the operating room he experienced a post op leak one week post op. He was brought back for surgery to address the leak. One device was discarded.